Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: patient representative reported right side breast pain (throbbing and aching), emotional distress, asymmetry, and swelling of lymph nodes under the arm.

Event description:
Patient representative reported right side breast pain (throbbing and aching), emotional distress, asymmetry, and swelling of lymph nodes under the arm. The device remains implanted.